Manufacturer narrative:
Follow up information received on 09-nov-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/abdominal pain amongst non serious events. About one month after insertion, she underwent a surgery to remove the essure coils. The event is listed in the reference safety information for essure. Considering that abdominal pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a adult (>=18y & <65y) female consumer who had essure ((B)(4)) (fallopian tube occlusion insert) inserted on (B)(6) 2007. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including extremely heavy bleeding, abdominal pain, and allergic reactions to the device. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms, but was unable to resolve them. In (B)(6) 2007, plaintiff underwent surgery to remove her essure coils. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/abdominal pain amongst non serious events. About one month after insertion, she underwent a surgery to remove the essure coils. The event is listed in the reference safety information for essure. Considering that abdominal pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.